Manufacturer narrative:
This event occurred during an unspecified date of (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found inside a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during set up and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 and h10. H4: the device was manufactured between 27nov2020 and 28nov2020 h10: the device was received for evaluation. The bag was received with the fill port tubing cut where the customer likely drained the contents. Visual inspection including magnification did not identify any abnormalities or particulate matter that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.